Event description:
The complaint is reported as: during routine use of et tube the cuff would not inflate. Monometer applied and tested. Tube removed and new tube inserted. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The pressure remained at 25mbar. A leak test was performed and no bubbles were observed indicating there were no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during routine use of et tube the cuff would not inflate. Monometer applied and tested. Tube removed and new tube inserted. No patient injury or harm reported.